Event description:
On (B)(6) 2011 it was noted that there were high impedances on a lead that was connected to this device. It was also reported that this device reached 2.47v on (B)(6) 2010 and 2.42v on (B)(6) 2010. On (B)(6) 2011, the battery voltage was less than 2.2v. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).